Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 on a patient with restricted posterior leaflet. A mitraclip ntw was inserted and placed on the mitral valve. However, while establishing final arm angle (efaa), it was observed that the clip continuously opened from roughly 10 degrees to roughly 30 degrees. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed and replaced. One clip was then deployed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.